Event description:
Reporter indicated that a dell vns handheld computer screen became frozen after interrogation. The event was resolved with a soft reset. All attempts to the reporter for additional information have been unsuccessful to date.